Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed the reported phenomenon of a broken ceramic insulation at the distal end of the inner sheath. A fragment of the insulation has broken off and is missing. Furthermore, the sheath tube is deformed. Causal for this damage and the breakage of the ceramic insulation is thermal and mechanical overload by the application of excessive force like impact, fall, shock or similar stress. In addition, a material or quality problem can be excluded as a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. It is clearly stated as a warning note in the instructions that impact, fall, shock or similar stress can damage the ceramic insulation at the sheath's distal end and that the instrument must not be used if damaged as otherwise this can cause injuries to the patient and/or user. The user apparently did not follow these instructions as the damage of the sheath tube and the breakage of the ceramic insulation were caused by thermal and mechanical overload. Therefore this event/incident was attributed to abnormal use/off-label use and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata trained again on the correct usage of the olympus medical devices.

Event description:
Olympus was informed that after cleaning/reprocessing, the user facility staff noticed that a fragment of approx. 3 x 3 mm in size had broken off from the ceramic insulation at the distal end of the inner sheath. The exact point in time when this damage occurred is not known. It is possible that the fragment fell inside the patient's bladder during the previously performed transurethral resection of the prostate in saline (turis-p) procedure, since the fragment has not been found. No further information was provided but there was no report about an adverse event or patient injury.